Event description:
On 04/03/2006 pt underwent an arteriotomy close after a diagnostic procedure. The right common femoral artery was closed using a starclose vascular closure device. The pt was reported to have unstable vital signs and the radiologist was notified 7 hours later that the pt developed a retroperitoneal hemorrhage at the site of the arteriotomy. The pt expired.